Event description:
It was reported occlusion alarms occurred. The customer changed supplies and resumed insulin therapy. The customer's blood glucose level was 480 mg/dl. Reportedly, the customer was using fiasp brand insulin, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide.

Manufacturer narrative:
Per tandem user guide: use only humalog® or novolog® u-100 insulin. Failure to do so may result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.